Manufacturer narrative:
A request was made for additional information, as the clinical study database was missing specific details about this adverse event. However, it was reported the patient did not come to the clinical study follow-up and wanted to change hospitals. Based on information that was available to the physician, the patient was fine. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study database review that the patient implanted with this right ventricular (rv) lead was hospitalized due to a perforation in the right ventricle. The perforation was identified approximately three weeks post-implant. Medical or surgical intervention was performed to resolve the perforation. No additional adverse patient effects were reported.